Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported a guidewire crossed the lesion and a saber rx 8 mm 2 cm 155 was delivered to the lesion. However it ruptured at 4 atm. It was unknown how the procedure was completed. The procedure was completed successfully. There was no reported patient injury. The product was clinically used and it will not be returned for analysis. The target lesions were the aorta and the iliac artery. The patient¿s information, patient¿s vessel level of tortuosity, calcification and rate of stenosis was unknown. Additional information has been requested.

Manufacturer narrative:
The sections have been updated accordingly: as reported, an 8 x 20 mm 155 cm saber rx percutaneous transluminal angioplasty (pta) catheter was delivered to the lesion; however it ruptured at four (4) atmospheres (atm). It was unknown how the procedure was completed. The procedure was completed successfully. There was no reported patient injury. The target lesions were the aorta and the iliac artery. The patient¿s information, patient¿s vessel level of tortuosity, calcification and rate of stenosis was unknown. A guidewire was able to cross the lesion. Additional information is not available. The device was not returned for analysis. A device history record (DHR) review of lot 17341302 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (although unknown) may have contributed to the reported event as calcification/resistant lesions may cause damage to a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported a guidewire crossed the lesion and a saber rx 8mm 2cm 155 was delivered to the lesion. However it ruptured at 4 atm. It was unknown how the procedure was completed. The procedure was completed successfully. There was no reported patient injury. The product was clinically used and it will not be returned for analysis. The target lesions were the aorta and the iliac artery. The patient¿s information, patient¿s vessel level of tortuosity, calcification and rate of stenosis was unknown. Additional information is not available.